Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system performance was failed. A field service engineer stated that the customer had pushed tls only and reset the ecc curve. The customer then rebooted the device. Upon arrival, the user was pulling medications for a patient, and the device did not freeze or reboot. The user stated that the device was performing well. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was freezing as well as rebooting itself during transactions. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.